Event description:
The customer reported the luer lock leaked where the valve attaches to the pump tubing. The customer uses a bard site scrub to disinfect the cap. The medication infusing was 5fu. There was no patient harm or medical intervention required. No further patient or event info was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). This report was filed by the manufacturer. The product has been rec'd and the evaluation is pending. A f/u report with failure investigation results will be submitted once the evaluation is completed.